Event description:
The complainant alleged that during biomed testing, the device displayed a "defib fault 72" message. The complainant indicated that there was no pt involvement in the reported malfunction.